Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the call, the customer did not yet have an alternate method of insulin therapy to revert to. There was no adverse impact to the customer¿s blood glucose level.